Event description:
It was reported that the device would get hot at the user facility. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.